Event description:
It was reported that the user experienced high glucose while using the ilet with a dexcom g7 after eating a waffle with maple syrup without performing a meal announcement, and the neighbor initially assisted with communication due to hearing difficulties and call disconnections. Symptoms included hyperglycemia with a highest reading of 278 mg/dl and reported tiredness. Outcomes included no health consequences or impact. Investigation included communication and interviews as well as analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the user interface, specifically a missed meal announcement that occurred within 30 minutes of starting the meal but was ultimately not entered. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.